Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a charging retention issue and would not trigger a "critically low battery" alarm prior to battery depletion. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The reported failure was confirmed through review of the device logs and in-house testing. Based on the available information and previous investigations of similar complaints, the investigation determined that the reported failure was most likely due to an isolated component failure within the battery assembly. There was no patient injury reported as a result of this incident. Resmed reference #: (B)(4).